Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6947 implantable tachy lead implanted: 2008-(B)(6), 5076 implantable pacing lead implanted: 2008-(B)(6), d334trg implantable cardioverter defibrillator (ICD) implanted: 2012-(B)(6). (B)(4).

Event description:
It was reported that the patient¿s relative feels the patient¿s chest beating. The relative said ¿I can feel it when I put my handsthere.¿ follow up confirmed the patient was experiencing diaphragmatic stimulation. The device was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.